Manufacturer narrative:
E1: reporting institution phone number - (B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that backlight does not function as expected despite the brightness being turned up to full. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The remote service engineer (rse) sent the customer a service quote for a light crystal display (lcd), backlight card, and cable.

Manufacturer narrative:
The remote service engineer (rse) recommended the replacement of the light crystal display (lcd), backlight card, and cable to resolve the reported issue. Confirmation of the parts replacement was requested from the customer; however, no response was provided. Multiple attempts were made to obtain the repair information, but no further information was received. Further review of the device in the source system indicated that the device was evaluated during preventive maintenance by a philips field service engineer on 24jan2024, and the device passed all tests. The device meets manufacturer's specifications. No other problems were found. At this time, no defective component has been received for failure analysis. Further evaluation will be performed if any defective part is received, and an additional report will be submitted.